Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted (B)(6) 2009. The device was not returned for analysis, however performance data was collected from the device and analyzed with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity estimate had dropped by almost two years in a six-month follow-up period. It was noted there were no changes in outputs, impedances, shocks, or use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.